Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that after reconnecting the video connection cable product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) malfunctioned before use. The device occasionally displays a distorted screen when powered on. There was no patient involvement.